Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023. This report is submitted on september 26, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to vestibular schwannoma and lack of benefits from the device. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on july 17, 2023.